Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling.

Event description:
Patient underwent primary incisional hernia repair. Strattice mesh implanted. Patient returned to the hospital 7 months later and was diagnosed with worsening symptomatic enlarging epigastric incisional hernia. Hernia mesh revision surgery completed.

Manufacturer narrative:
Internal investigation into strattice lot sp100561 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 08/02/2022, of the 167 devices released to finished goods for lot sp100561, 163 have been distributed with 94 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up # 1 to report on july 26th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100561-046. Additional information was also received that lot sp200027 was implanted during the (B)(6) 2019 revision surgery. There is no allegation or complaint reported against lot sp200027. This record is associated with sp100561. As reported in the initial: patient underwent primary incisional hernia repair. Strattice mesh implanted. Patient returned to the hospital 7 months later and was diagnosed with worsening symptomatic enlarging epigastric incisional hernia. Hernia mesh revision surgery completed.